Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the reported device was confirmed via the stryker rep to have fractured during implantation. Device not returned. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root cause of the reported event is not determined due to lack of returned parts.

Event description:
It was reported that the blocker was broken during the surgery and the doctor used another one.

Event description:
It was reported that the blocker was broken during the surgery and the doctor used another one.

Manufacturer narrative:
Visual analysis; device history review; complaint history review; risk assessment the part was returned and exhibited deformation on the threads. The blocker was not confirmed to be broke, but instead confirmed to have deformed threads. Manufacturing files were reviewed and no incidents were found. Based on examination of the returned product, the probable cause is cross threading during implantation.

Event description:
It was reported that the blocker was broken during the surgery and the doctor used another one.